Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height main drawer was not detected on the bus. A field service engineer (fse) removed the back panel and observed no lights on the l-board. The l-board was replaced. The device was rebooted, and diagnostics were used to troubleshoot the drawer. All drawer components returned to normal. However, upon rebooting to the application, row d on full height drawer was not detected on the bus. The fse had shut down the device, and the cubies had been manually removed. The row tray connections were reseated. After rebooting the device, the cubies were successfully detected on the bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.